Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Despite assistance in loading a new cartridge, the issue persisted. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery.